Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The patient reported to philips that while using the dreamstation 2 the device quit working. The patient alleged device smells like burnt or hot electronics. The device was not returned. If additional information is received a follow up report will be submitted.

Manufacturer narrative:
The patient reported to philips that while using the dreamstation 2 the device quit working. The patient alleged device smells like burnt or hot electronics. The device was returned to the third-party service center for further evaluation. The third-party service center concludes that they couldn't confirm the customer's allegation there were zero error codes found. Product brand name, box h: evaluation method code, evaluation results code and conclusion code grid has been updated.